Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure due to charging difficulties. Additionally, patient wanted an MRI compatible system. The patient is doing great post operatively. The explanted device will not be returned as it was disposed per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.